Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the fluid air exchange (fax) could not be installed properly and was found to have a missing o-ring on the connector before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer did not retain a sample for this complaint report, visual inspect could not be conducted on the actual sample. However, the customer did provide a photo of fluid air exchange f/ax manifold which confirms that the o-ring was missing. The root cause of the customer's reported event was determined to be related to an error during the supplier¿s manufacturing process. The supplier has been made aware of the issue. However, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action will be requested at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).